Event description:
It was reported that black flakes were seen coming out of the micro reciprocating saw after a case. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the rotor assembly was found to be corroded. The presence of corrosion in the rotor assembly could have been caused by fluid getting inside of the device, however this was not directly able to be confirmed.